Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the fabius tiro posted a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
Reportedly, the hospital's biomed has replaced the roller membrane of the piston ventilator and a gasket. As per report, the device was then run for several hours and, no further symptoms were observed. Draeger requested additional information like log file as well as the replaced parts but none of these was made available. The only information that was transmitted was a failure code the biomed found during his evaluation in the log. This particular failure code points to a condition where the vacuum pump generates a significantly higher vacuum level than specified. The vacuum inside the ventilator piston is needed to keep the roller membrane in place and to avoid wrinkling. The specified device response to a vacuum level out of range would be a ventilator failure alarm and a shut-down automatic ventilation to prevent from severe mechanical damages to the ventilator unit. It is however not plausible that a malfunction of the replaced parts has caused a too high vacuum level - it can rather be expected that a i.e. A leakage resulting from a perforation of the roller membrane would lead to a decreased vacuum level. Since the user facility did not respond to related questions, a reliable conclusion in terms of exact root cause for the reported event can't be drawn. The local service organization has informed the customer about the inconsistencies in the findings and conclusions.

Event description:
Please refer to initial MFR. Report #9611500-2018-00324.